Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had issues with air bubbles while drawing up blood while using an extension set with a needless connector and a vactutainer tube. The following information was provided by the initial reporter: "I had a customer call wondering if there is something wrong with the piv as they say when they draw blood it has bubbles. They are using an extension set with needles connector and vacutainer."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had issues with air bubbles while drawing up blood while using an extension set with a needless connector and a vacutainer tube. The following information was provided by the initial reporter: "I had a customer call wondering if there is something wrong with the piv as they say when they draw blood it has bubbles. They are using an extension set with needles connector and vacutainer."